Event description:
The customer reported visiting an urgent care facility due to high blood glucose of 471 mg/dl, and she was treated with manual injections. The customer stated that she is pregnant. Troubleshooting was performed. The customer mentioned that the cannula was bent and occluded, but her site was not sore or irritated. A spare infusion set was not available to continue testing. Reminded the customer to change the infusion set every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.